Manufacturer narrative:
Product event summary: a pump and an outflow graft with unknown serial numbers were not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: brand name: heartware ventricular assist system ¿ pump, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: (B)(4), device available for evaluation: no, device manufacture date: mfg date: unk, labeled for single use: yes, (B)(4). This event was reported in the 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to recurrent low ventricular assist device (vad) flows with associated low flow alarms. A computed tomography angiography (cta) scan was done due to suspicion of a thrombus in the outflow graft. The patient was indicated to not be a candidate for vad exchange. It was also observed that the patient was asymptomatic and have preserved cardiac function with the recurrent low flow alarms. The vad was successfully decommissioned and an amplatzer vascular plug was used to occlude the vad cannula. No further patient complications have been reported as a result of this event. The vad remains in patient. This event was reported in the 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.